Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the healicoil broke in pieces. Not all pieces were removed from the patient. No patient injury was reported.

Manufacturer narrative:
One 4.5 mm (B)(4) anchor was returned for evaluation. Inserter and suture were not returned. Visual assessment of the anchor confirmed the reported breakage. All the threads on one side of the anchor as well as the distal bridge have broken off and were not returned for examination. The remaining portion of the anchor is bent. Dimensional assessment of the remaining anchor threads and rails were found to meet print specification. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the inserter, a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Event description:
It was reported that the healicoil broke in pieces. Not all pieces were removed from the patient.